Event description:
Following a diagnostic catheterization, the physician achieved arteriotomy closure with the closer tsl 6fr device. The patient was discharged from the hospital with no complications. The patient developed a fever 3-4 days after the catheterization procedure and returned to the hospital with hematoma at the groin access site. A surgical cutdown was performed to drain the hematoma. The surgeon found an infection near the suture access site and repaired the artery. The patient remained hospitalized for several days and then was put on antibiotics and sent home. The patient is stable.